Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in sweden. This MDR file is submitted for unknown number of quantities. On (B)(6) 2024 , it was reported that the patient encountered infusion set leakage event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information.